Manufacturer narrative:
Device evaluation summary: the delivery system returned with the external slider positioned against the front grip. The graft cover was positioned against the taper tip. The trigger was positioned in the rapid deploy mode approximately 5mm back. The external slider rotated freely however did not move proximally on the screw gear. The trigger was moved forward approximately 5mm; the slider was in direct contact with and moved along the screw gear when rotated. The trigger was positioned in the rapid deploy mode and the slider moved freely along the screw gear. Through analysis it was determined that if the slider is rotated first and then the trigger is pushed into rapid deploy position the slider will rotate however does not move along the screw gear as reported by the account. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm. It was reported that during deployment of the limb, the screw gear stopped progressing distally and spun in place, halting deployment of the stent graft. A second physician tried to continue the deployment however, the same issue was experienced. The physician then used the rapid deployment trigger to pull the blue handle distally and the stent graft was successfully deployed, with no further action required. As per the physician, the cause of the event could not be determined. No clinical sequelae were reported and the patient is fine.